Event description:
Complete occlusion of the rca identified. Placed the prowater wire into the distal rca, which actually restored flow. Then attempted aspiration thrombectomy but the catheter would not track properly and wire position was lost. Another device was used to complete the procedure. No patient harm.